Event description:
No new information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. G5-additional 510k numbers include: k011028, k013227. The product was returned and the reported event (implant fracture) was confirmed as a fracture was identified on the device while the reported event (bone loss) was non-verifiable as no x-rays or definitive evidence was provided toward the medical event. Based on the evaluation, the device malfunction did occur. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. A complaint history review by item number was conducted for the tsvb13 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported events. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmerbiomet complaint number : (B)(4).

Event description:
It was reported that the implant fractured and as a result of the fracture the patient had bone loss. The implant was removed.